Event description:
On (B)(6) 2012, dentist reported that a restoration required replacement. Tooth #30 do was treated (B)(6) 2012. She used another manufacturers bonding agent, prime and bond by dentsply. She then restored the tooth with charisma. Pt soon after reported sensitivity and the dentist recommended using sensodyne and the sensitivity did not diminish so they removed the restoration on (B)(6) 2012 and replaced with an irm. She said that at last report the pt was feeling better. On (B)(6) 2012, called the office to follow up on the pt's condition. The dentist reported that the pt had endodontic treatment on (B)(6) 2012. I asked her what type of isolation she used during restoration procedure. She said cotton roll isolation, no dental dam. On (B)(6) 2012, spoke to receptionist. I asked to follow-up with the dentist about the pt. She said that they were really busy today. She asked that I call dentist back around 12:30. She then said that it might be better for her to call me back. I left my contact information. On (B)(6) 2012, left voice message to follow-up on pt. Left contact information and asked that they call back. On (B)(6) 2012, left message to follow-up on the pt on office voicemail.

Manufacturer narrative:
(B)(4) (the importer) is submitting the report on behalf of heraeus kulzer (B)(4) (the manufacturer). Although we have not established that the device caused or contributed to the event, we're reporting it out of caution to be compliant with 21 cfr part 803. We cannot rule out causality. Sensitivity is a well document occurrence after restorative procedures. Sensitivity will usually diminish within a few weeks of procedure. Sensitivities can be induced by several possibilities related to composite placement. For examples: accidentally burning the pulp during cavity preparation, especially when the remaining dentin is less than 1.5 millimeters thick and when there is inadequate water coolant sprayed during cavity preparation; not removing all decay; and symptom of bonding failure because of water and saliva contamination. Conclusion - the directions for use states, "it is recommended to use rubber dam." The dentist stated she used cotton roll isolation, no dental dam. This is less effective than rubber dam for maintaining isolation and can still lead to saliva or blood contamination of the preparation area.